Event description:
This is a report by a nurse from the USA of peritonitis with enterobacter and fatal endocarditis in a (B)(6) female coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, the facility nurse reported that the patient had been hospitalized in (B)(6)2010 for peritonitis. Treatment and interventions are unknown. On (B)(6)2010, the patient expired with the cause of death as endocarditis. It is unknown if an autopsy was performed. It is unknown if the patient was hospitalized at the time of death. Dianeal therapy was ongoing until the date of death. The nurse indicated the event of fatal endocarditis was unrelated to dianeal therapy. This complaint is related to the event of death.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore no evaluation was performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The batch records of the lot numbers, gd873919, gd874859, gd876474, of product shipped around the time of the event were reviewed and no deviations were found. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.